Event description:
Since being implanted with essure I have experienced teeth problems. I've had an abnormal amount of cavities. I have dry eyes. I experience bouts of depression that sometimes leave me unable to function, other times I can function but still live with constant depression. My libido is non existent. I am unable to feel arousal or reach climax or feel pleasure or stimulation. This affected my marriage greatly. I have intermittent, unnatural cramping. My periods are extremely heavy, filling a super size tampon every hour. I also drop blood clots during my period, usually about the size of a nickel. This is not a comprehensive list of symptoms. I will be going to the doctor soon for a check on coil placement and internal health.